Event description:
It was reported that due to depleted battery, the device was in back up vvi mode and was unable to communicate. Device remains implanted. There were no patient consequences.

Event description:
New information notes there was not allegation of premature battery depletion.